Event description:
It was reported that the unit tipped over with a patient on board. The reporter stated that the cot tipping is likely to be caregiver related and they are not suspecting the cot to be at fault. The patient did suffer some manner of injury but no specific information is available.

Event description:
It was reported that the unit tipped over with a patient on board while transporting down a curb, the users were lifting the cot and had three wheels lifted and one wheel still on the curb when the cot tipped. The patient hit their head, receiving an abrasion.

Manufacturer narrative:
The patient hit their head, receiving an abrasion, and immediate first aid was provided and continued until the patient arrived to the hospital. As a result of this report, a visual and functional inspection was performed by a field service technician. It was found that the cot tip was not due to any component level defect. The manufacturing date has also been corrected for this device.